Event description:
It was reported that during the procedure of an ultrasound guided kidney biopsy procedure using the maxcore instrument, one of the two notches was activated. It was further reported that out of the six patients, one patient had bladder catheterization and macroscopic hematuria. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, it was reported that one of the two notches was activated. There was reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one 16g maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device was received without protective tubing and no yellow guard attached to the needle. The maxcore disposable core biopsy instrument appeared clean. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch expose and a backwards bend was noted to sample notch when placed against a straight edge ruler. Due to the sample notch being bent, functional testing was not performed. Upon dimensional observation, the sample notch thickness of the sample was measured, and it was within the acceptable range. The actual notch bend of the sample was measured, and it was not within the acceptable range. Therefore, the investigation is inconclusive for the reported failure to fire as no functional testing was performed due to the condition of the returned sample and the investigation is confirmed for the identified bent as a bent was noted on the sample notch. A definitive root cause for the reported failure to fire and identified bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.